Event description:
It was reported that a device was used during an unknown procedure. The device fired an incomplete staple line and did not completely cut the tissue. Another device was used to complete the case. There were no patient consequences.